Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cough and fever. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, per bag, intraperitoneal, discontinued on the same day) and amikacin injection (150mg, per bag, intraperitoneal, discontinued on the same day) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.